Event description:
It was reported that a patient¿s implantable neurostimulator was taken out because the patient couldn¿t get an MRI with it in.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v688767, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).